Event description:
The patient reported that she underwent a sling procedure during 2008. On an unknown date, the patient began experiencing daily pain and had "nerve damage" that interferes with walking and standing caused by the sling not being placed correctly. Also, there have been other undefined "problems" with the surgery and outcome. The patient was told by the physician the device could not be removed. The patient is planning to see another urologist for a second opinion.

Manufacturer narrative:
Date sent to the FDA: 06/26/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.